Manufacturer narrative:
Unit passed displacement test, self test, off no power test, excessive no delivery and unexpected restart error test. Unit alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. No rewind anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube, cracked case and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a rewind anomaly. The insulin pump was stuck in the rewind complete and bolus delivery loop. The customer stated that she was stuck in the rewind loop and it kept referring her back to the load process. The customer¿s blood glucose level was unknown. The device will be returned for analysis.